Manufacturer narrative:
The device was returned to olympus for evaluation. The report of cap was left on when reprocessing and the bending rubber blew, was confirmed. In addition, angulation rubber is leaking, a-rubber is slack, has scratches, damaged, a-rubber has cut, and due to a pinhole on a-rubber, water tightness is lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported, the evis exera ii ultrasonic bronchofibervideoscope cap was left on when reprocessing and the bending rubber blew. The customer has a 190 ebus scope and we have sent them a 180 which is reprocessed and manually cleaned in a different way. The customer treated this as a 190 scope and left the caps on which caused the distal tip to blow completely. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, due to insufficient or incorrect reprocessing. The following information is stated in the instructions for use (IFU): ¿warning never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result¿. Olympus will continue to monitor field performance for this device.